Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro, the harvester noticed something was wrong with the cutting device tip. The device was used on the pt and the harvester felt that the tissue welder's plastic peeled back. The harvester also noticed that the hemopro started smoking the more she used the device. The power supply setting was at 2.5 within the IFU recommended limits. The device was removed from the pt and was set aside for returning. A replacement device was used to complete the case. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: a visual inspection showed signs of cracking, but no peeling was present on the hot and cold jaw boots. It was observed that an impression from the cutter wire of the tri-heater assembly was present on the serrated section of the cold jaw boot. Electrical resistance testing was within spec. A pre-cautery test using a reference hemopro cable and hemopro power supply was conducted. There were no electrical non-conformities found on the hemopro device. The device met electrical product specs. The reported failure for jaw boot plastic peeled back and smoking was not confirmed. A lot history record review was completed for the product and there was no non-conformance associated with the lot number.